Event description:
The customer claims that the zipper on the right side panel is damaged, the pull tab and slider are broken. There was no patient injury reported. Inspection found that the right side window zipper slider body is open.

Manufacturer narrative:
(B) (4). Zipper pull tab and slider is broken. Evaluation: result: evaluation of the returned product found that on the right window the zippers slider body is open. The perimeter guard zipper slider body is open. (B) (4).